Event description:
End user was using the rollator when she applied the brakes to sit down. The unit moved away and the end user fell and hit her head. End user was hospitalized and is currently in rehab. The rollator involved in this incident was returned to medline by the dealer and was investigated by a medline employee. The findings are as follows: "the sample was in used condition. There were scrapes along the front crossbar and dust present throughout the rollator. The brakes were set at the 3rd adjustment height. Both brakes were out of adjustment. The left brake was adjusted so that the wheel could not turn freely, while the right brake did not catch at all when the brake was applied. Upon further investigation it was found that the brake handle was missing one screw, thereby not allowing it to catch the wheel properly when the down function was applied. This is a lack of maintenance issue and not a MFR defect." The medline employee stated in the report that the rollator would be forwarded to sunrise medical (us) llc for investigation. If/when the rollator is rec'd, if any new info becomes available, a f/u report will be filed.